Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that during the procedure, when the surgeon pulled down the closure lever of the ax55g instrument, and handle, he heard an abnormal sound and felt the handle was loosened. After firing they found the staples could not form normally. A competitors instrument was used to complete the case. There was no consequence to the pt.